Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. See attachment "results (B)(6)" for initial and repeat results.

Manufacturer narrative:
Find additional data provided in the attachment "results (B)(4). The investigation is ongoing.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Manufacturer narrative:
Calibration and qc were passing when the event occurred. There were several sample quality-related alarms, specifically sample foam alarms. The direct root cause is pre-analytical handling.